Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03630. The patient reported experiencing uncomfortable heating at her scs ipg pocket site the day after charging. The patient also reported she used an ice pack to alleviate the issue. Additionally, a replacement charging system was sent to the patient. Follow-up identified the patient has not experienced heating while charging; however, she experienced burning at her scs ipg pocket site while using system stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.